Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the local representative contacted boston scientific's technical services (ts). The local representative reported that this patient had received an inappropriate shock that appeared to the result of t-wave oversensing. The patient was lying in bed and had rolled over at the time of the episode. A review of the episode found that changes in the morphology changed the r-to-t ratio. The shock vector had been programmed to primary. S-ecgs were obtained, the primary and secondary vectors appeared acceptable; however, the alternate shock vector signals appeared small. With the shock vector programmed in primary, pvcs were sensed and occasionally double-counted. Pvcs with the shock vector programmed in secondary were not double-counted by the device. Ts commented that there appeared to be a lengthy run of complex pvcs associated with a rate change from 70 to 110 bpm. The change in the r-to-t ratio caused double counting which placed the rate in the device's conditional zone. It was noted that shock delivery resulted in a change to the previous morphology. The patient was not symptomatic at the time of the episode. The local representative was planning to discuss reprogramming the shock vector to secondary. Boston scientific received information from the local representative that the shock vector was reprogrammed to secondary. There were no complications or patient injury.